Event description:
Note: the date of event is unk. It was reported to boston scientific corp in 2008, that a standard balloon replacement g-tube has been placed in a male pt (weight unk). According to the complainant, "the bumper does not stay in where it is suppose to be and the site has always leaked. The g-tube keeps moving up and down and the site has moved numerous times. The pt has been changing it himself, but for the past 2 or 3 mos, the pt's family has changed it. During the past 2 mos, the site has been leaking profusely. The pt's skin around the site is deeply red, extremely painful and the skin is scalded."

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.